Event description:
It was reported that, "two days post op while still hospitalized the pt weight beared and a medial extended fracture occurred."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.